Event description:
It is reported that end-user developed a fungal rash located at the right lower quadrant (rql) under both the mass and tape border which began approximately two (2) weeks ago. Treatment as prescribed by a physician of an oral anti fungal medication, and no topical treatment was prescribed.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Nurse was provided instructions in the use of an anti-fungal powder and crusting with no sting protective barrier wipes, and to notify convatec with any questions or concerns. It is reported that the nurse was not at the end-user's home; therefore, she was unable to provide the lot number for this product. Lastly, the end user will be sent samples of the convex moldable esteem synergy two piece system to the (esteem synergy (B)(4) moldable convex skin barrier w/landing zone flange w/white tape collar and cut-to-fit opening; and esteem synergy urostomy pouch w/(B)(4) tap w/valve standard length, 10.3", transparent w/1-sided comfort panel) along with sensi-care no sting protective barrier wipes. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of the event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.